Manufacturer narrative:
Based on the claim against the product by the customer noting that a broken prong fell into a patient; an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. No image or video was available for review. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, one of the instrument's prongs was broken. Upon insertion, the instrument prong fell into the patient. The piece had to be retrieved and removed, and a new instrument was used. Once retrieved, the procedure was completed and there were no further issues. Intuitive surgical, inc. (Isi) has followed up with the initial reporter and additional information was obtained about the complaint: the reporter was not aware of which instrument had the reported issue, and no further details were available. Follow-up has also been performed with the customer to request additional information. However, no further details have been received as of the date of this report.